Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the patient reporting that they weighed (B)(6) pounds at the time of the event (when they felt buzzing, stimulation sensation even when your therapy was turned off). No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer and representative regarding a patient who was implanted with a neurostimulator for non-malignant pain and post lumbar laminectomy syndrome. It was reported that there was buzzing and a stimulation on sensation when the implantable neurostimulator (ins) was off. This had been occurring for the last 3 or 4 days. During the call the buttons were reviewed and the consumer confirmed that they had not known the side buttons turned the ins on and off. It appeared that the consumer may have been pressing buttons on the patient programmer to check the ins status. The manufacturer representative planned to do more instruction on use of the devices and wait to see if the issue corrected. Additional information was received on (B)(6) 2018, from the consumer noting that it seemed to be okay at the time, but the consumer was not 100% sure because once in a while they felt a slight tingling that comes and goes. No further complications were reported.